Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 53 mg/dl at the time of incident. The customer was treated with food for low blood glucose level. Customer did not want to troubleshoot for low blood glucose. Customer also stated that they experienced hyperglycemia with blood glucose value of 388 mg/dl. The insulin pump will not be returned for analysis.